Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates, and fmea, there is no indication of device failure. X-rays showed a solid fusion with only two (2) of the eight (8) screws loosening and backing out. The most probable root cause is suspected device loosening due to the motor vehicle accident.

Event description:
Medical designs, llc (mdllc) was contacted by a surgical technician on (B)(6) 2018. The tech informed mdllc of a revision surgery that had taken place on (B)(6) 2018. The tech stated that the patient was a (B)(6) male who had undergone a c3-6 fusion on (B)(6) 2017. At that time the surgeon implanted a 3 level, 57mm aacp plate (11-1106-fd3-57) and eight (8) 4.0mm x 16mm variable angle locking screws (11-1106-fd7-16). Patient was doing well until the patient was involved in a motor vehicle accident and presented with recurrent neck pain. X-rays identified that two (2) of the original screws had loosened and backed out of the plate. However, xrays confirmed a solid fusion. Therefore, the patient was taken to the operating room and the two screws that had backed out of the plate were removed. No other hardware was removed. There were no complications during the removal process. Patient is said to be doing well following surgery.